Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6) 2015 requesting assistance with drain issues and stated he had an infection. Follow-ups was made with the patient's peritoneal dialysis registered nurse (pdrn), who stated the recent drain issues were attributed to fibrin buildup near the patient's catheter site. Per pdrn on (B)(6) 2015 the patient contacted the clinic reporting difficulty draining. The patient was requested to visit the clinic for fluid culture. The culture results indicated the patient developed peritonitis. Per pdrn the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The nurse stated the patient was not hospitalized and was treated in-clinic for the peritonitis. The patient did practice aseptic technique when completing peritoneal dialysis treatments and no fluid leaks were reported during treatment prior to infection. The nurse stated as of (B)(6) 2015 the patient's signs and symptoms of peritonitis and fibrin buildup were resolved, the alarms had not re-occurred, and the patient had been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
External visual inspection determined there were no signs of any physical damage. The internal, visual inspection of the cycler unit found no discrepancies. A simulated treatment was performed using the received cycler, and there were no alarms or problems that occurred during testing. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 11 pages of medical records information it appears that this (B)(6) male esrd patient started pd therapy, on (B)(6) 2014. On (B)(6) 2015, pd effluent cultured showed organism neisseria sicca/subflava, with moderate white blood cells. On an unknown date, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, due to his non-functioning pd catheter. On (B)(6) 2015, the patient was assessed in his pd clinic due to a non-functioning pd catheter with both inflow and outflow problems, heparin and alteplase was administered with no effect, the patient was not constipated and antibiotic therapy was changed to ancef (cefazolin) daily. The nurse stated the patient was not hospitalized and was treated in-clinic for the peritonitis. The received medical record does not contain dialysis treatment records, physician orders, or medication records. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate, and the event of peritonitis. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, the patient was diagnosed with peritonitis, even though cultures were negative. Culture-negative peritonitis is a common complication of peritoneal dialysis, which is frequently associated to previous antibiotic treatment.